Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) was prepared inserted without issues. However, while preparing a triclip xtw clip delivery system (tcds), the patient¿s blood pressure dropped, requiring reanimation. In the physician's opinion, the tsgc did not cause or contribute to the drop in blood pressure. It was noted that the reason for the drop in blood pressure remained unclear. The patient was stabilized. However, a decision was made to discontinue the procedure. Therefore, the procedure was discontinued with no clips implanted. There were no device issues. There was no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hypotension was unable to be determined. The reported patient effect of hypotension, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.